Event description:
It was reported the patient presented to the ER, in ventricular tachycardia, unconscious and was externally defibrillated. Review of printouts showed that initially the device detected ventricular fibrillation (vf) and delivered appropriate therapy. However, after the therapy the patients rhythm was chaotic and unstable. The device detected the vf again, but charging was aborted due to sinus redetection. The physician stated that the patient received one atp and two hv therapies and that the second hv therapy slowed the arrhythmia to a vt outside the programmed rate detection. The patient was intubated and remained unconscious. The patient expired one week later due to hypoxic brain injury.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.